Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During the preparation of the pulmonary vein isolation/ watchman procedure to treat atrial fibrillation, an nrg transseptal needle was selected for use. The pe occurred on right ventricle (rv) before the procedure, but the anesthesia did not observe it. Physician noticed pe during transseptal puncture (tsp). During tsp (mid/mid) physician wanted to see more effusion therefore he started clearing it using non-boston scientific acunav catheter and noticed considerable pe. A pericardiocentesis (tap) was performed. The physician put an exchange wire over the left atrium (la). The procedure was cancelled. The patient is expected to be fully recovered. The product is not expected to be returned as it was disposed. In the physician's opinion, the device or procedure did not cause or contribute to the patient complication.